Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. Per DHR the product auto endo5 ml, lot #01h1300179 was manufactured on 08/19/2013. DHR investigation did not show issues related to complaint.

Event description:
The event is reported as: the surgeon noticed that some clips came out broken from the applier and some clips are not well positioned in the jaws. The surgeon was not able to use this applier anymore. He took another one: no other issue. Patient's condition listed as fine. No injury reported.